Event description:
The kitman reported the following event: the device is engraved and labelled "large" (thick) but physically corresponds to a small one.

Manufacturer narrative:
A manufacturing process issue caused the parts to be misidentified and mislabeled. The process documentation has been updated and personnel have been trained to the most current procedure.